Event description:
Follow-up with the patient's healthcare provider indicated that reprogramming had been done numerous times, changing settings each time. However, it still did not help "at all" with the patient's fecal incontinence or urinary symptoms. It was noted that there were no abnormal impedance measurements. There was no patient injury reported.

Event description:
It was initially reported that the patient had pain in her side "which was not from her implantable neurostimulator (ins)." It was stated that this started in the morning of one day before the report (B)(6) 2013, and she "hadn't been able to move in 2 days." No falls or trauma were reported. More than two weeks later it was reported that the patient was still having concerns with her device or therapy but had not sought further help. It was noted that the patient's device did not work and that "she constantly lost control." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # v838979, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).